Event description:
Following an open heart surgery at the facility and after the chest was closed, the pt went into ventricular fibrillation, sterilized external paddles were connected to the device through a defibrillation adapter and the device charged.according to the reporter, the device alarmed "energy fault" and would not transfer energy to the pt. The pt's chest was opened, external paddles replaced with internal paddles and a countershock delivered to the pt's heart. The pt was resuscitated.